Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not recognizing cassette is loaded and door is shut. No patient injury was reported.

Manufacturer narrative:
B5: additional information received bon 13-jun-2022 via email and attached to complaint object: the issue was found during routing maintenance of the device in the biomed department. No patient involvement with this issue was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Device was not able to recognize itself being latched. Unable to perform testing due to faulty latch lock flex. Replaced latch lock flex. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 08-jul-2021.